Event description:
It was reported before use the syringe 0.3ml 30ga 8mm 10bag 500cas ap had foreign matter on the device cannula/in fluid path. This event occurred 50 times. The following information was provided by the initial reporter: "top of syringe has got water drop when press piston. Patient used syringe to inject but they saw a water drop when they pressed the piston, so they "didn't" use this syringe." Event translated from vietnamese to english.

Manufacturer narrative:
H.6. Investigation: no samples were returned as of 5 june 2020 therefore the investigation was performed based on the photos provided. Four (4) photos of 30gx8mm, 0.3ml bd insulin syringes were provided. Consumer reported top of syringe has got water drop when press pitton. All four photos were reviewed and a material near the tip of the cannula of four syringes was observed, however, a root cause could not be determined from the photos alone. A review of the device history record was completed for batch #9063722. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200812438] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the syringe 0.3ml 30ga 8mm 10bag 500cas ap had foreign matter on the device cannula/in fluid path. This event occurred 50 times. The following information was provided by the initial reporter: "top of syringe has got water drop when press piston. Patient used syringe to inject but they saw a water drop when they pressed the piston, so they didnt use this syringe." Event translated from vietnamese to english.